Event description:
It was reported that session sync was over writing saved ECG (electrocardiogram) strips. It was also reported this didn't use to happen before. This was noticed as the clinic was performing patient checks. Investigation found that the software update had been unsuccessful. Software has now been updated. No patient complications were reported as a result of this event. It was further reported that the issue was due to a computer problem on the customer's end. The device update files installed on the computer had a file size of zero. This issue has been resolved and the system is working now.

Event description:
It was reported that sessionsync was over writing saved ECG (electrocardiogram) strips. It was also reported this didn't use to happen before. This was noticed as the clinic was performing patient checks. Investigation found that the software update had been unsuccessful. Software has now been updated. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.